Event description:
It was reported that the patient underwent a revision procedure due to one side of the cylinder was swollen two weeks prior to the procedure with an inflatable penile prosthesis (ipp). Diagnostic testing confirmed the right cylinder swelled and the physician believes the swelling was due to overuse. The ipp cylinder was explanted and a new ipp cylinder was implanted. The patient got better following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to one side of the cylinder was swollen two weeks prior to the procedure with an inflatable penile prosthesis (ipp). Diagnostic testing confirmed the right cylinder swelled and the physician believes the swelling was due to overuse. The ipp cylinder was explanted and a new ipp cylinder was implanted. The patient got better following the procedure.

Manufacturer narrative:
Product analysis was unable to confirm the reported allegation related to device has degraded issue. The ams700 ipp cylinder was visually inspected and functionally tested. Cylinder has fold that indicate possible buckling of the cylinders in the proximal cylinder body. Cylinder also has wear at folds in cylinder body. This wear would not affect the functionality of the device. There was a leak in distal cylinder body attributed to sharp instrument damage, which most likely occurred during explant and it will be considerate a secondary failure; hole was present, (see attached image). Product analysis was unable to confirm the reported events.